Event description:
It is reported that the device was implanted on (B) (6) 2009 and that "post-op, the pt is experiencing deep wound infection. No revision surgery has taken place. The pt was treated through hmi unit and recovery complicated by rapid response intervention on (B) (6) 2009 secondary to sob, hypertension with notation of an aortic dissection aortic arch to abdominal aorta. Pt was re-admitted (B) (6) 2009 with complaint of unbearable pain and unable to walk on right leg."

Manufacturer narrative:
Evaluation summary: infection can come from several sources, including bio-incompatible materials, improper sterilization, failure of the sterile barrier (compromised packaging), improper or practices, and introduction of "bugs" during unrelated surgery. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.